Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the mega needle driver instrument cable was damage. The customer confirmed no debris fall into patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 06/28/2024 and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The instrument did not collide with any other instrument or tool during the procedure. A fragment did not fall inside of the patient¿s anatomy. The instrument is available for return to isi for evaluation. Photographic images of the device(s) or a video recording of the procedure are not available for isi review.